Event description:
It was reported by the clinician that pt presented in cath lab of outside hospital for workup. Hospital placed intra-aortic balloon (iab) and pt was transferred and admitted to hospital. While pt was being transferred to cat scan, cardiac procedures staff noticed some blood in/on tubing closer to iab pump than insertion site and thought it might be on outside of tubing; tubing was changed. In the next day at 1 am, pump alarmed and registered nurse saw blood in tubing. Fellow was called in to change out iab. He pulled it out about a third of the way and met resistance. Pt was brought to operating room for emergency removal. Pt was hemodynamically stable and it was decided not to insert another iab. Pt is a candidate for coronary artery bypass graft surgery at this time. When asked if blood got back to pump and if we needed to have somebody come in to check out pump, clinician stated that frank blood stopped about 2 feet back in tubing from pump connection, but there were black flecks right up to pump connection on initial tubing. Both tubing sets are being returned from catheter. Although there were no strips available from pump, clinical nurse specialist cardiac care unit printed out monitor tracings data pre-alarm which were also sent with iab. A service call was placed for the pump.

Manufacturer narrative:
Follow-up report will be filed, if additional info becomes available.